Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11; the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the amia cassette leaked from an unspecified location. It was further described as "fluid was coming out from the right side off the cassette door" during therapy on an amia device. This occurred during use of the device for automated peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.